Event description:
Report received of an independent rate change. The pump was programmed to infuse an unspecified solution at a rate of 50ml/hr on the primary line. At an unspecified time later, the nurse found the pump infusing at 100ml/hr. The secondary line on the pump was programmed to deliver at a rate of 100ml/hr; however, there was no fluid to be infused on the secondary line. The pump was removed from clinical service. The patient did not experience any adverse effects. Though requested, there is no further information available.